Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ECG issues with event summary shows ECG unplugged inop. It was reported that the alleged failure was observed while in use on a patient. It was reported that there was no adverse patient impact .